Event description:
It was reported that the insulin pump had a frozen screen. Time is not advancing. The blood glucose reading is 170 mg/dl. After troubleshooting, the insulin pump is frozen and no advancement of time. Caller also mentioned a hospitalization last october due to diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.